Manufacturer narrative:
Follow-up # 1 ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned on 9/3/2014 and evaluated by product analysis (pa) on 9/12/2014 with the following findings: when pa powers meter on, the meter was found to have a black mark. The meter was found to have a broken display. Pa replaced the lcd and was able to download memory. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If lifescan receives the product lifescan will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging line through display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.